Event description:
It was reported the patient's pump speed was adjusted on (B)(6) 2024 due to worsening dizziness and suction events. The patient then came in on (B)(6) 2024 with extreme lightheadedness and constant pulsatility index (pi) events. The patient was given a medication adjustment and another speed adjustment for their symptoms. The physician requested log files to be sent in order to make sure there were no underlying issues. Technical services stated that the event log for the heartmate 3 patient contained clusters of persistent pi events as well as routine power source changes. No other unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log files. The log file data indicates that the mechanical circulatory support equipment is operating as intended electronically and mechanically. The pi events were attributed to a patient related issue, and not a mechanical issue. Pump parameters and charts were provided. The patient was discharged.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported lightheadedness could not be conclusively determined through this evaluation. Review of the submitted log files confirmed the reported pulsatility index (pi) events; however, a specific cause for these events could be conclusively determined through this evaluation. The submitted controller event log files contained events from 15:26:04 through 16:52:32 on 28aug2024. There were several pi events that filled the majority of the log files. No other notable events or alarms were captured. The system appeared to operate as intended at the stored patient speed for the duration of the files. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and no further issues have been reported. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 revolutions per minute (rpm) per second to the fixed speed setpoint. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing and quality assurance specification. The heartmate 3 lvas IFU rev. C) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. No further information was provided. The manufacturer is closing the file on this event.